Event description:
During an atrioventricular nodal reentrant procedure, an output issue occurred causing a procedure delay. It was not possible to visualize the signals of the ablation catheter on the ensite x. The catheter was unplugged and then plugged back in on the amplifier se ports side. The amplifier was restarted, the study was restarted, a new study was created, none of which resolved the issue. The catheter cable and catheter were exchanged which did not resolve the issue. The amplifier cable was exchanged, and all amplifier connection were unplugged and plugged back in. None of these actions solved the issue. It was possible to have the endo signals of the ablation when retrieving them from the front side of the ampere with an egm cable. The signals were still transmitted to the non-abbott (ge cardiolab ep) system; visualization and collection in navx mode on non-se catheters was possible. The amplifier was then exchanged to complete the procedure with no consequences to the patient. Post procedure, the issue was reproduced when switching back to the faulty amplifier.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6 one ensite x amplifier was received for evaluation. Visual inspection of the front panel ports identified there was a bent pin (7) in the tool ID/isolation ground (pin 6 and 7) which are usually tied in the ablation port. This can cause loss of catheter communication or ground symptoms, which is related the reported symptom. It was also noticed that the securing ring for the right patient reference sensor (prs) port was more extended. For evaluation purposes the port 3 and port 4 small form-factor pluggable (sfp) were temporarily exchanged. The amplifier was powered on and then the amplifier booted to a blinking amber ¿not-ready¿ light emitting diode (led) status indicating the amplifier did not pass the power-on-self-test (post) although communicated with the test station tracker software. The intra-cardiac (ic) short test was then performed and was successful. A field frame, surflink, electrocardiogram (ECG) simulator, 10 lead ECG cable set, wet lab, patient reference sensors (prs-a single, prs-p triple), tacticath sensor enabled catheter, advisor hd grid catheter, and an inquiry catheter were all connected into an active magnetic tracker study. Each sensor was able to be initialized, localized, and then manipulated within the real time study successfully (which includes se1 (sensor enabled 1) through se6 ports and ports 1 through 8 of the ic (not including the ablation port)). Visual inspection of the front panel ports identified there was a bent pin. Based on the information provided to abbott and the investigation performed, the reported event was not able to be duplicated, however the root cause was attributed to the bent pin within the ablation port connector.